Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: air/water cylinder had no color, plug unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, due to fray of knob wire, forceps skip or sway on the upper half of the endoscopic image, due to wear of angle wire, bending in up direction did not meet the standard value, due to annual inspection, parts must be replaced, adhesive around light guide lens had a crack, adhesive around objective lens had a crack, inside of light guide lens had a stain, and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had no picture. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a gap of adhesive on the distal end and stain entered inside the lens, a gap between acoustic lens and ultrasound probe, the acoustic lens was peeled and there was a crack on the distal end. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the (h4) device manufacturer date was added. Additionally, the following correction to (b5): it was stated that during the device evaluation, the following reportable malfunctions were found: a gap of adhesive on the distal end and stain entered inside the lens, a gap between acoustic lens and ultrasound probe, the acoustic lens was peeled and there was a crack on the distal end. Correction: the only reportable malfunction identified during the evaluation was the stain inside the light guide lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material/stain was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. As it was noted during the device evaluation that there was a crack in the adhesive around the light guide lens, it is possible that humidity invaded the light guide lens leading to corrosion/staining and the crack resulted from physical stress to the distal end and/or by chemical stress. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.